Event description:
It was originally reported on (B)(6) 2014 that the patient had no stimulation sensation. The patient had not had therapy or stimulation induced side effects since implant or intraoperatively. The system was intact and there were no system issues. The impedances were within normal limits. It was noted that ¿possible lead placement,¿ however, there was no context as to indicate what this meant. Two days later it was reported that there was no event. The program just had to be set. It was working ¿on pattern 1 and program to improvement.¿ no hospitalization was required and the patient outcome was noted as no injury. About nine and a half weeks later it was reported that the patient never had therapeutic effect. The programming neurologist could not elicit beneficial or negative side effects from the implantable neurostimulator (ins) at any stimulation parameters. The physician elected to replace the ins. The manufacturer representative was able to elicit stimulation effects after replacement; however he did not have any direct experience programming the previous ins. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0b8h7, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va0b8h7, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of ins model 37601 serial # n(B)(4) found no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.